Event description:
It was reported that, during the implant procedure, this electrode was placed and connected onto the pulse generator. Testing found a high shock impedance. The doctor repositioned the pulse generator to reduce the impedance. During the pocket revision, it was noted that the lead insulation was compromised. It looked like it had been cut during the pocket revision. The electrode was removed, and another electrode was successfully implanted. There were no adverse patient effects. The system remains implanted.